Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the shock absorption pad on the insulin pump was missing. The insulin pump also had some scratches and issues with the battery cap. The buttons on the insulin pump were sticky. The insulin pump had cosmetic damage on the screen and casing because it was dropped. The customer was able to read the screen but if the light was on it was not easy to read. The drive support cap was sticking out. Customer's blood glucose was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.